Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm, no blank display and no time or clock anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was losing time, having failed battery alarms, and sometimes they would wake up to a blank display. The customer¿s blood glucose level was 77 mg/dl the previous night. The customer states they have to mess with the pump to get it working. The customer believes the pump may be over delivering as they were getting lows even after eating. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.